Manufacturer narrative:
(B)(4).

Event description:
It was reported the black flexible tip broke in half but did not separate during the procedure. There was no patient death or compl ications reported.

Manufacturer narrative:
(B)(4) device evaluation: the reported complaint of the distal basket tip broke during use but did not detach was confirmed. The customer returned one 5 fr ptd catheter assembly. The assembly was returned with the basket deployed from the sheath and the entire black tip remained attached to the basket assembly. Microscopic examination revealed that a hole was created in the black tip at the base of the distal connector and approximately 2.0 mm from the proximal end of the tip. The distal end of the connector was protruding from the hole on one side of the tip and the other side appeared folded on itself. The tip and connector assembly length measured 0.5500" which meets the length specification per the catheter assembly graphic (0.5156-0.5626"). The entire tip remained attached to the basket assembly but it was damaged. No other defects or damage were observed with the catheter or the basket. In the IFU for this product provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns the user that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second. Other remarks: when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. Based on the damage observed and the time of discovery, operational context appears to have caused or contributed to this event. No further action will be taken.